Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that event involved a seriously ill baby. The guidewire was inserted through needle, via the femoral artery. Md met resistance and decided immediately to remove the needle and try another new set. Afterwards, md could get the guidewire through the needle with less resistance, but she didn't have any blood pressure to work against. As a result, she made an extra arterial perforation and got bleeding as a complication, which she stopped. She had to perform a new arterial perforation after some time. Also stated by the physician, this child is not "okay" but there was no further injury due to the bleeding and the extra perforation. Additional information received later indicates that the patient did have a blood pressure. The sales representative explained that if you have a needle inside the arterial lumen it results in a blood flow out from the needle (because of the blood pressure) which offers an increase of resistance when the guidewire should go into the arterial lumen through the needle. The blood viscosity and flow is the main reason for this. He also explained that if u got resistance in some parts of the needle this will add to the total resistance and make it complicated to introduce the guidewire. Arterial perforation was clarified as arterial puncture. Entering the arterial lumen with the introducer needle. It was not a perforation through both arterial walls. The physician is highly experienced with the seldinger technique.